Event description:
A facility reported that during "emergency clipping of aneurysm", the pool - mayfield 2 series base unit standard (a3101p) was wobbling and the teeth or starbursts was not gripping in. The unit was replaced prior to prep and draping for the clipping of the aneurysm. There was a 15 to 20 minutes surgical delay; however, no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield 2 series base unit standard (a3101p) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned base unit showed that it is functioning correctly and no slippage is observed. However, the swivel adaptor is not releasing after the transitional knob is opened. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause includes routine wear and improper or suboptimal setup of the mayfield system on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.